Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-apr-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was going to their doctor's office the following week. They had been miserable and were not getting any relief. They had not gotten any relief since implant, despite several reprogrammings. The patient stated they could not go on like that and did not know what to do. The patient only had 20% pain relief for their trial. The patient stated they were in constant back pain and could not stand for long. The patient was instructed to turn their stimulator off completely and to leave if off until they came into office for their appointment. Patient was to still recharge, just leave stim off. The doctor was going to order x-rays and rule out lead migration. Additional information was received. It was reported the patient had a lead revision on (B)(6). The healthcare provider was only able to get one lead out due to scar tissue. The patient had fallen over the weekend and both leads had come down 2 vertebrae. The patient did not have their battery charged prior to revision. It was noted they were unable to check impedance or reprogram patient.